Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when out investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed a "plug in cable" message. Complainant indicated that there was no patient involvement in the reported malfunction.